Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to repeat test results. The customer performed repeat testing of the same sample tube on the advia centaur cp and a sample aliquot on the advia centaur and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse replaced the wash station tubing and wash blocks and cleaned the luminometer. The instrument is performing within specifications.